Manufacturer narrative:
(B)(4). Batch # 353a03. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please provide more details of the reloads defects? Did the device deliver any staples? Yes if yes, were the staples formed properly? No, some staples were disformed if yes, was the staple line complete? N/a did the device cut? If yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported there were issues with gold reloads. No harm to patient.

Manufacturer narrative:
(B)(4) date sent: 5/19/2022 d4: batch # 300a75 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reloads. Visual analysis of the returned sample determined that eight gst60d reloads were received sterile and with no apparent damage. The returned reloads were opened and the reloads were tested for functionality with a test device in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.